Manufacturer narrative:
(B)(4). (B)(4). Jaws unable to open_open after assisted the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The clips were evaluated with a test funnel gage without any anomalies noted. However, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; no difficulties were noted. It should be noted that an investigation has been initiated to address the potential root cause of the found opening issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance and a shaft fracture occurred. The lesion was located in a right coronary artery. A 4.50x20mm veriflex stent was advanced to the lesion and deployed. After the stent was deployed the physician reported having difficulty removing the balloon from the stent. The shaft of the stent delivery system broke into two pieces and all devices were removed from the patient. No further patient injuries or complications occurred. Patient status is fine.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second and third firing, the clips were misaligned in the jaws and the clips were not forming. A different device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.